Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, high thresholds were observed and the lead lost capture when the stylet was removed from the lead. Ra lead was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.